Manufacturer narrative:
Pc-000196029 date sent to the FDA: 07/12/2018 additional summary; the actual sample was returned for evaluation. Opened and unopened representative samples were also returned for evaluation. During the visual inspection of the actual sample, detached needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined and body fluid were noted and the insertion end was measured and did not meet the requirement. In addition, the end was cut appears to be by use of surgical instruments. The assignable cause of the performance - pull off suture needle is a short insertion. During the visual inspection of a representative sample, the winding former with a undispensed suture, la sample was observed cut appears to be by use of surgical instruments. In addition, the needle was not returned. Per the condition of the sample, it could not be determined what may have caused the reported incident. During the visual inspection of representative sample, winding formers with a partially dispensed needle/ suture the swage and attachment area were as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed or damage were noted. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the sample condition of the sample, no performance - pull off suture needle was found. During the visual inspection of unopened representative samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of strand and no defects or damage were noted. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the sample condition of the samples, no performance - pull off suture needle were found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify the quantity of sutures involved? One. Quantity returned states 90 devices. Did all 90 sutures have an issue with needle pull off or are they rep samples? They are rep samples. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic surgery for uterine myoma on (B)(6) 2018 and suture was used. During the procedure, the suture was detached from the needle during continuous suturing though no extra force was applied to the needle-suture. There were no adverse consequences to the patient. No additional information was provided.